Manufacturer narrative:
Omit: a25 - no apparent adverse event (3189), g07001 - part/component/sub-assembly term not applicable. Additional information: imdrf annex a and g codes.

Event description:
It was reported that clinicians reported issues with overfill stating some 250ml IV bags are filled with 330-340ml and clinicians have noted very little air in the IV bags. ¿you can tell the bags are very full and there is no room to move around¿. The clinicians also recounted an incident where there was an IV secondary bag and they ¿couldn¿t get the rest of the fluid in¿ describing it as ¿it sucked itself dry and it was folded in half¿. They had noted at the time there was no air in the bag, but the clinician was not sure if it was a pharmacy prepared IV bag. The issue was resolved when the clinician lowered the secondary IV bag, allowing a little bit of fluid to flow back and then was able infuse the remaining volume. This was reported to bd representatives during site visit. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that clinicians reported issues with overfill stating some 250ml IV bags are filled with 330-340ml and clinicians have noted very little air in the IV bags. ¿you can tell the bags are very full and there is no room to move around¿. The clinicians also recounted an incident where there was an IV secondary bag and they ¿couldn¿t get the rest of the fluid in¿ describing it as ¿it sucked itself dry and it was folded in half¿. They had noted at the time there was no air in the bag, but the clinician was not sure if it was a pharmacy prepared IV bag. The issue was resolved when the clinician lowered the secondary IV bag, allowing a little bit of fluid to flow back and then was able infuse the remaining volume. This was reported to bd representatives during site visit. There was patient involvement, however outcome is unknown.

Event description:
It was reported that clinicians reported issues with overfill stating some 250ml IV bags are filled with 330-340ml and clinicians have noted very little air in the IV bags. ¿you can tell the bags are very full and there is no room to move around¿. The clinicians also recounted an incident where there was an IV secondary bag and they ¿couldn¿t get the rest of the fluid in¿ describing it as ¿it sucked itself dry and it was folded in half¿. They had noted at the time there was no air in the bag, but the clinician was not sure if it was a pharmacy prepared IV bag. The issue was resolved when the clinician lowered the secondary IV bag, allowing a little bit of fluid to flow back and then was able infuse the remaining volume. This was reported to bd representatives during site visit. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an overfill issues was not determined because no products or device logs were returned.